Event description:
It was reported that the left ventricular lead had dislodged, this was noted in-clinic check on (B)(6) 2017, along with loss of capture at max output. The physician decided to monitor the patient since the patient was not symptomatic. Recently the patient began to experience heart failure symptoms (shortness of breath). The lead was successfully explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal, no anomalies were found.